Event description:
A report was received that the patient was having pain at the pocket site due to ipg being superficial. The patient underwent revision procedure wherein ipg was replaced per physician's preference. The lead was also replaced due to suspected malfunction. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.